Manufacturer narrative:
Investigation performed by manufacturer hpf: batch released on date: 11/05/2018. N. Of pieces released: (B)(4). All the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. First complaint on this batch. There aren't non conformity elements in the document review. As shown in the picture above, the drill bit broke in 2 pieces. We suppose that the device was subjected to an improper use. The rupture could have been caused by a drill flexion during the use which led to the drill breakage.

Event description:
During the acetabulum screw hole preparation the drill bit broke. A fragment fell into the patient but was recovered. The surgery was completed successfully using a back-up drill bit and without any delay.